Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received analyzer alarms and questionable results for multiple assays for three patient samples and retested the samples on another analyzer. Of the data provided, only the elecsys tsh assay and elecsys ft4 assay results for two samples and the tsh, ft4, elecsys ft3 ii, and cortisol results for one other sample were reportable malfunctions. Refer to the attachment to the medwatch for all patient data. None of the erroneous results were reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration dates were requested but were not provided. The customer felt the sample disk cover was loose compared to the cover on the other analyzer. The field service representative found the fixing screw on the sampling cover was loose and he adjusted it. It could not be excluded that the probe came in contact with the cover during the event. If it did, the probe function could have been affected. No further alarms or any issues with qc occurred after the service visit.